Event description:
It was reported that the patient¿s last system had a broken lead wire from fall and was reason for it to be replaced. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Product ID: 3889-28 lot# j0437185v, implanted: 2004 (B)(6), explanted: 2012 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).